Manufacturer narrative:
The complaint of a break in the flexura guidewire is confirmed. As evidenced by the sample returned, it appears the guidewire has been damaged through use. The complaint sample received shows one end of the wire to be broken. The wire tip shows a rough a jagged veneer. This is a good indication the wire broke as opposed to sharp instrument damage. The proximal end of the were exhibits its weld tip. No mechanical damage to the guidewire was observed. Multiple bends in the wire are confirmed and collaborates with the info provided by the complainant in the incident questionnaire "the nurse states that when the guide wire was in the first site, she bent it to ensure it did not migrate up the arm." No manufacturing defects were noted on the wire. At this time, the mechanism of damage is undetermined. The product IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging and shearing the guidewire." This may be a user technique issue. A lot history review (lhr) of revk1014 showed no other similar product complaint(s) from this lot number.

Event description:
We had a guide wire break off in a pt's arm last week. The nurse was inserting a 4 fr single lumen PICC in the right arm and had problems getting the line to advance so she went to the other side and got access. She inserted the guide wire and then the vein dilator. When she pulled to remove the guide wire, it broke off into pt's arm. The nurse states that when the guide wire was in the first site, she bent it to ensure it did not migrate up the arm. She then used the same wire on the other side. I believe the bending created a weakness in the wire. The pt had to have the wire removed by a venous specialist but otherwise no other problems.